Event description:
Medtronic received information that after an unknown timeframe following the implant of this transcatheter bioprosthetic valve, a cerebral vascular accident (cva) was reported. The patient experienced mild deficits as a result. The patient was transferred to rehabilitation. The cause of the cva was not reported. No additional adverse patient effects were reported.

Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis: no images were provided so no image review could be performed. The valve remained implanted and was not returned, therefore, no product analysis could be performed. Conclusion: conduction disturbances are known potential adverse effects per the instructions for use (IFU), and can be resolved with the implant of a permanent pacemaker with the risk-benefit ratio in favor of the transcatheter valve, as occurred in this case. Factors that may impact the development of conduction disturbances include depth of implant, baseline conduction defects, and anatomical considerations, but a conclusive cause could not be determined from the information available. A permanent pacemaker was implanted. Stroke is a known potential adverse effect per the device IFU, with a variety of factors that can influence its onset. In this case, the patient experienced focal neurological deficits, mental status, one extremity was involved and the patient was unable to walk. The patient was transferred to outpatient rehab and current status is unknown. The patient did not have a medical history of stroke of cerebral vascular accident (cva). In this case, the physician reported that the cause of the cva was complete heart block and cardiac arrest. Cardiac arrest is a known potential adverse effect per the IFU. However, a relationship of the reported cardiac arrest to the device or procedure could not be determined. Hypotension is also a known potential adverse effect per the IFU. It is an effect that is highly dependent on the patient's pre-procedural condition and can occur despite a normally-functioning device or model implant procedure. The root cause of the hypotension could not be determined. There was no information to suggest a device quality deficiency that may have caused or contributed to this event. This event does not indicate device misuse or malfunction. Corrected data: additional h6 annex e code updated conclusion code medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was received which reported that the cva was first reported seven days following the valve implant procedure. Per the physician, the cause of the cva was complete heart block and cardiac arrest. The patient had a "watershed" from hypotension. A permanent pacemaker was implanted. The patient experienced focal neurological deficits, mental status, one extremity was involved and the patient was unable to walk. The patient was transferred to outpatient rehab and current status is unknown. The patient did not have a medical history of stroke of cva. No additional adverse patient effects were reported. Updated a1. Updated b5. Updated h6. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was received that the complete heart block (chb) occurred one day post valve implant. The permanent pacemaker was implanted the following day. No additional adverse patient effects were reported. Updated section b.3 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.